Event description:
Pt reported there is a line that goes across the display of the infusion device and this interferes with her ability to view the insulin delivery amounts. Pt dropped, the infusion device in the bath the previous night and believes water may have entered the infusion device because, the case is worn. No physiological effects were experienced, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.